Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor - 12/12/2012; belt - 07/28/2016.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away while wearing the lifevest. The patient reportedly had an acute coronary syndrome and passed away. The patient was reportedly in a rehab clinic when the events began and arrived to the hospital in asystole. Review of the download data indicates that the patient entered vf. The lifevest delivered a treatment shock that converted vf to severe bradycardia at 10bpm, which transitioned to sinus rhythm at 60bpm. Approximately eight minutes later, the patient again entered vf. The lifevest delivered treatment shocks two through four while the patient was in vf. The rhythm after shocks two and three converted to a slower rhythm but again transitioned into vf. The rhythm after shock four was four seconds of asystole transitioning to af between 20bpm and 110bpm. Approximately three minutes later, an arrhythmia was again declared and the lifevest delivered a fifth treatment shock that converted vt to sinus rhythm at 90bpm. Approximately two minutes later, the patient entered af with rvr at 180bpm with nsvt. The lifevest delivered treatment shocks six and seven during this time. During the nsvt that occurred with the seventh shock, the patient was in vt for 21 seconds when the treatment was delivered. The rhythm following the shock was vt at 220bpm. The lifevest responded to the arrhythmia and delivered a final eighth shock that converted vf to bradycardia at 150bpm that transitioned to af from 25bpm to 35bpm. The patient again entered vt at 200bpm that lasted only eleven seconds before a non-treatable rhythm was declared. Intermittent noise was then detected for approximately one minute. The device was then shutdown and no further monitoring was possible.